Manufacturer narrative:
Device 1 of 2. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the product distributor that the end user notified them that the catheter was "hard to insert and they were tacky and sticky and patient got an infection". It is reported that the patient had to receive antibiotics. It is unknown what antibiotics were prescribed. There was no photo received depicting the reported complaint issue. Attempts were made to obtain additional information regarding the product, end user did not reply. A total of to mdrs will be created for this case- one for one catheter that could lead to the reported adverse event and a second MDR for the unknown quantity that could lead to the adverse event.